Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the overstimulation was unknown, and they didn't know what could have caused or contributed to the issue. When asked what steps were taken to resolve the issue, the patient stated "did not help". The issue had not yet been resolved. The patient stated the cause of the communicator not taking a charge was not determined. The patient stated the most likely cause was poor [illegible]. The patient reported no steps had been taken to resolve the issue. Regarding the shocking issue, the patient stated no steps were taken to resolve the issue.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that starting 3 days ago, pt started getting overstimulation and shocking in their side which traveled across their stomach, into their back and bicycle seat area. Pt says it has gotten worse over the past 3 days and it started making him physically sick and so he would be doubled up. Pt hasn't had any falls or trauma. Pt last used their externals and charged them up about 1.5 weeks ago. When pt went to charge their externals last night, neither the handset or tm90 will take a charge. They have tried different outlets and different cording but this hasn't resolved the issue. Due to a change in insurance, the pt doesn't have a managing hcp for their interstim, nor do they have a primary care hcp. The pt does live near the (B)(6) and was wondering if mdt rep could meet them there possibly to turn off or down their stimulation. Tss will put an email out to field members in that area to see if this is possible. Patient's (pt) wife said the samsung handset will not charge. They tried a different usb charger but it still would not charge. Pt wants the stimulation turned off. Caller said the device has been going haywire for 2 days.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They called and were escalated, describing previous interactions with sunmed regarding lost replacement process. The patient rep said the ins would be replaced in four months and the patient was getting shocked. The patient rep said they met with the manufacturer representative (rep) today. The patient rep said the rep turned it down but the patient was still hurting and the rep told them to call [the manufacturer] to get their external equipment replaced so they could turn therapy on and off in the next four months but they did not have the equipment with them at the time of the call. It was recommended they find their equipment for the broken replacement process but they were unable to find the patient's control equipment during the call. The lost device replacement and broken device replacement processes were reviewed with the patient rep. The callers said they would look and call back once they found the equipment. During the call, the patient also mentioned they got jumped a couple of years ago and they fell on it, and today the rep told them the device moved and that was why it was shocking them. The patient and the patient rep called back with the equipment. A replacement handset and communicator were requested to be sent out.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device revision occurred (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID hh90p01, serial# unknown, product type mobile platform, product ID tm90p0, serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm90p0, serial#: unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that as of (B)(6) the patient was complaining of shocking over his ins site (lower right back area) and less benefit from his interstim therapy. Caller wants mdt field staff to check the patient's system. It's unclear if pt is getting any benefit from the interstim system currently. The patient had been referred to (B)(6) for follow-up, but they referred the patient to a different urologist.

Manufacturer narrative:
Continuation of d10: product ID hh90p01 serial# unknown: product type mobile platform product ID tm90p0 serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.